Event description:
Per the audiologist, the patient was watching television and suddenly could not hear with the cochlear implant system. All externals were verified to be functioning properly. An x-ray done in 2008 showed the magnet and electrode array to be in the correct position. Results of an integrity test done on four days later suggested that the device was not functioning within specifications. Explanation/reimplantation had not been scheduled at the time of this report, the following month.

Manufacturer narrative:
This type of event is addressed in the device labeling.